Manufacturer narrative:
Batch documentation review requested; results pending. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Event description:
The centers for disease control and prevention made data available to amo showing that it had interviewed an additional 24 patients who had been diagnosed with acanthamoeba infections since 2005. Further details provided by the cdc indicated that one patient used lot ab00064. We are attempting to obtain further information.